Event description:
It was reported that the event occurred while in the cath lab during insertion. When inserting the sheath at the insertion site, the hub of the dilator came off. As a result, the device was not used. A new kit was opened and used successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.